Event description:
It was reported that during an unknown procedure, the device could cut, but could not close the tissue completely after firing. The surgeon changed to another device to complete the procedure. There were no patient consequences.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Additional information: to clarify: the device cut completely. Did the device fire staples? Yes. Were the staples properly formed in the b form shape? Most of them. Or was the staple line incomplete? Yes. Was the procedure done open/laparoscopically? Open. What device was used for the proximal and distal transaction? Surgical knife. What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures (ex. Hand tied purse string, purse string device)? Purse string device. How was the purse string placed, by hand or with an assist device? If an assist device, what product? By hand. Was the spike of the trocar inserted lateral or through the staple line? Through. What confirmation did the surgeon receive that the anvil was firmly attached? Crunch heard. When the device was fired, where was the indicator within the green zone/gap setting scale? Behind 1/3. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Crunch heard. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Like normal. Was there any difficulty removing the device from the tissue? No. Just half revolution. Is a pathology specimen and/or report available? No. What steps were taken to confirm successful anastomosis? Donut confirmation. Did the operation change significantly as a result of the device issue? No. What is the patients age and sex? Female and (B)(6). Did a hcp other than the primary surgeon fire the instrument? Primary surgeon. Was there a recent conversion to ees devices in this account or with this surgeon? No. The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut, and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device, and it was tested for functionality. It fired and formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device opened and closed without any difficulties noted. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods, the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.